Event description:
It was reported that the customer has passed away in a hospital. The cause of death was stage four cancer. The customer was hospitalized on (B)(6) 2014 due to cancerous tumor. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death; it was disconnected form the customer on (B)(6) 2014 due to illness. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. The data analysis could not be performed because the insulin pump was received without a battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.